Manufacturer narrative:
Analysis of session records and system logs confirmed the event of unable to pair the remote monitoring application to the device. The cause of the event was attributed to the remote monitoring being turned off, leading to the inability to pair. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review, the remote monitoring application could not connect with the implantable cardioverter defibrillator (ICD) due to a bluetooth telemetry anomaly on the ICD. No intervention was performed. The patient experienced no adverse consequences.